Event description:
It is informed that the insulin pump was returned for analysis.

Manufacturer narrative:
On (B)(6) 2023 the customer reported a blank display and a crack in the case on the back of the battery tube. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail, missing serial number label, cracked middle (enter) keypad button. Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No blank displays and no unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following battery related alerts/alarms occurred around the event date: 73=change battery occurred on (B)(6) 2023 @ 14:52:15; 58=failed battery test occurred on 01/12/2023 @ 14:52:14. The adapt tool lists the following pump errors that could potentially trigger a critical pump error occurring around the event date: pump error 63 (variableinfo = 0x09 hex = 9) occurred on 01/12/2023 @ 14:52:11; pump error 4 occurred on 01/12/2023 @ 14:52:11. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After inserting a known good pcba2 and a known good pcba1 into the original case, the sleep current measurement fell within specs. After swapping the original pcba2 onto a known good pcba1 and then into the original case, the sleep current measurement read high, but after inserting a known good pcba2 onto the original pcba1 and then into the original case, the sleep current measurement fell within specifications again. In summary, the customer¿s report of a blank display was not confirmed but that of a crack in the case was confirmed during testing. Pump error 63 (variableinfo = 0x09 hex = 9) and pump error 4 are due to a hardware error. The high sleep current measurement was isolated to pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and a crack. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.